Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the emergency room for diabetes ketoacidosis. The blood glucose reading at time of the call was 472 mg/dl. Troubleshooting was performed. Reviewed the programming and the alarm history on the insulin pump. Ran a fixed prime test and the insulin exited. No further info was provided.